Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the feeling stimulation even though stimulation was off included that the patient turned stimulation off, waited 10 minutes before showering and simulation decreased but did not turn off. The problem corrected itself.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient used controller to turn stimulation off 45 mins ago so she could shower, but she was still feeling stimulation. Pss had patient check controller, patient reported controller stated "stimulation was off". Pss had patient press stim on/off button on controller during the call to turn off stimulation again, but stated she was still feeling stim. Patient stated she has not had an falls or trauma to the ins site recently. Pss redirected to hcp office to check on ins and request rep meet with patient if necessary as patient is still feeling stim even though controller shows stimulation is off.